Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 499 mg/dl. The customer also reported no delivery alarms after the insulin pump was exposed to a magnetic wand at the airport earlier in the week. The customer was unable to troubleshoot during the call due to not having any supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.